Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced a damaged stopper. The following information was provided by the initial reporter: the stopper was deformed.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd ultra-fine¿ ii 3/10ml insulin syringe experienced a damaged stopper. The following information was provided by the initial reporter: the stopper was deformed.

Manufacturer narrative:
H.6. Investigation summary : 1. Exec summary - the customer returned (2) loose 0.3ml bd insulin syringes. Neither syringe assembly exhibited a damaged stopper. The alleged stopper issue could not be confirmed based on the samples returned. Embecta was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. No review of the complaint lot history check for (stopper damaged) was performed on the unknown lot # so the occurrence is unknown, the issue is unconfirmed and root cause can not be determined. 2. CAPA/sa - based on the above no additional investigation and no corrective or preventative action (CAPA) or situational analysis (sa) are required at this time. 3. DHR review - no DHR review can be carried out for the lot number # unknown.